Event description:
On (B)(6) 2012, a male pt was treated for aaa endovascular repair. The physician reported a persistent type 3 endoleak even after converting to an aui device. It was reported the leak was coming from the zenith flex aaa endovascular graft bifurcated main body just above the bifurcation and believed there may have been a pre-existing tear in the graft. The physician converted to an aui device resulting in a fem-fem procedure.

Manufacturer narrative:
(B)(4) - additional surgical repair is not specifically labeled in the IFU. (B)(4) - endoleaks are labeled in the IFU. Event evaluation: still under investigation.